Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture ingress behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump confirmed moisture behind the display lens. The battery compartment was cracked. The pump powered on to a blank display screen; the power issue could not be adequately tested due to this. The pump failed a leak test due to the pump¿s casing being cracked in the right hand corner of the display screen. The pump cover was opened and internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.